Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing person reported that during an intraocular lens (iol) implant procedure, capsule was broken. Additional information has been requested and provided that there was no patient harm and no hospitalization.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The manufacturer internal reference number is: (B)(4).